Event description:
Initial fracture and open reduction and internal fixation of left femur occurred on 3/2/95. Post-operatively, the pt was put on steroids. Weight bearing, stress and non-union of the fracture site resulted in the plate breaking.